Event description:
Initial reporter indicated that the patient had been having an increase in seizures since mid (B) (6) that had become more frequent. Reported to be nearly daily. At this time, it is not known if they were above the patient's pre vns seizure rate. The patient's vns generator was near end of battery life and the patient had high lead impedance. The patient had revision surgery and high lead impedance noted on the lead after a new generator implanted. A lead fracture was suspected, but not visualized in the operating room. The explanted products will not be returned for analysis.

Manufacturer narrative:
Conclusions: device malfunction suspected, but did not cause or contribute to a death.